Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Prior to patient use, it was noted that the tip of the device was rough and slightly mangled upon opening package. The user attempted to smooth the device and use it, but resistance was encountered, so the device was removed and the procedure continued with another of the same device. There were no patient injuries or additional medical intervention reported.